Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-23654. It was reported that high impedances were measured at the lead contacts. As a result, surgery occurred in which a lead was explanted. It is unknown which lead had the high impedances, so both are being reported. The patient also had an abandoned lead placement, documented in another report (related manufacturer reference number): 3006705815-2020-30555.